Event description:
It was reported that the device was explanted after an implant duration of 4 mos. The reason for explant is unk. No further details were provided. Info learned from implant pt registry. Info learned on 03/31/2008: the device was explanted due to paravalvular leak. The device went to pathology and it is unk if it is available for return. Info per surgeon.

Manufacturer narrative:
Device not returned.